Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after an undetermined time of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged and required intervention to prevent permanent impairment. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without information regarding the part and lot numbers. The root cause of the revision surgery was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt dislocated. The surgeon removed the cup, liner, and head.